Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) within a homechoice automated pd set with cassette. The pm was further described as the cassette has ¿trash (foreign object) inside¿. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: 09flhc (previously submitted as 01gahc). Correction made to d4: expiration date: 12/02/2029 (previously submitted as 01/02/2030). Correction made to d4: unique identifier (UDI) #: (B)(4) [previously submitted as (B)(4)]. Correction made to h4: device manufacture date: 12/30/2024 (previously submitted as 01/31/2025). Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There was no particle was identified in the cassette nor in any other component of the equipment. Visual inspection of twelve (12) retention samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.